Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. Customer stated that they did bolused 15 minutes and did not come down after 30 minutes then bolused again 15 minutes and customer still did not come back down. Customer did full set change. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.